Event description:
Resident was being transferred with a lift, the sheet ripped apart below the stitching causing the resident to fall to the floor. The resident sustained a 3 cm laceration and 5 cm raised area on left occipital area of head. The resident was sent to the hosp ER. CT scan was done and the laceration was sutured. The resident was returned to the nursing home. The sheet came apart during transfer, unable to determine cause.